Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic pain, 2nd degree cystocele, rectocele, stress urinary incontinence and ovarian masses consistent with physiologic cyst. The patient experienced pain with urination, leakage, and erosion. (B)(4).

Manufacturer narrative:
Additional narrative: the patient had the following procedures concurrently with the mesh implantation: lysis of adhesions , bilateral salpingo-oophorectomy, anterior/posterior vaginal repair and enterocele repair. The mesh removed on (B)(6) 2010 due to mesh erosion.